Event description:
Surgery on (B)(6) 2008, left hip. Surgeon attempted a resurfacing procedure but was unable so changed to a total hip replacement procedure. I have a metal on metal cup/ball joint. Surgery on (B)(6) 2008 for right total hip replacement. Surgeon used metal on metal but with a "spacer" material so no actual metal on metal rubbing. Have had continual pain since (B)(6) 2008. Bounced around to: pain management specialist, neurologist, primary care doc, back to surgeon, then to rheumatologist who told me I had fibromyalgia! Put me on lyrica, then cymbalta, then gabapentin (2400mg) for 5 months. No pain relief. Now have second opinion ortho surgeon who ordered cobalt-chromium and complete chem panel bloodwork. Have high chromium/cobalt levels causing kidney damage. Second opinion ortho surgeon urging me to have left hip revision surgery to remove metal on metal components and replace with something better/safer. He offers no guarantees and says he "won't know until he gets in there" as to how much damage has been done to the bone and even my iliopsoas tendon that constantly rubs against the metal cup, causing great pain every time I move or bend. And how much damage was caused by my rheumatologist putting me on masking medications and encouraging me to walk and exercise without ever doing any bloodwork relating to the variety of medications she prescribed for me? My original surgeon kept approving my vicodin refills for almost 2 years, and my rheumatologist kept telling me to stop my denial and just accept that I would be a poly-pharmaceutical patient forever! If one pill didn't work, then take two! And to "take my attitude and shove it" for trying to figure out what was causing the pain rather than just accept my condition and take pills to mask the pain. I am in a panic because the pain from these hip replacement surgeries was horrific and the rehab period was hell. I can't imagine having to undergo this again. This will make four surgeries. At pre-surgery orientation they paraded a little old lady doing a jig and saying how easy her hip replacement surgery was. No one mentioned the bad aspects and possibility that the surgery wouldn't be 100% successful. Huge lawsuit with depuy but I believe smith and nephew has also harmed many people. What can I do?